Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure it was intended to use one sprinter legend coronary balloon catheter to treat a lesion. It was reported that stylette removal difficulties occurred. It was reported that the steel wire protective sheath could not be removed and the guide wire hooked on the gloves, causing damage to the user's gloves. The balloon was also damaged. A new balloon catheter was used to successfully complete the procedure.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there was no damage noted to the packaging. The device was removed from the hoop and the hydrophilic layer had not yet been activated in saline. Negative prep was not performed. The device was not kinked and re-straightened during use. Event date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there was no difficulty experienced when removing the device from the hoop. The device was inspected with no issues. The tip of the sprinter legend balloon damaged the glove, and the user's gloves was torn. The protective sheath/packaging stylette was too tight and could not be pulled off normally, and force was used when removing the protective sheath/packaging stylette. It was later reported there was no damage to the balloon or balloon catheter. No attempt was made to load the balloon onto the guidewire. The device was not used in the patient. Patient weight medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.